Event description:
Account reported an axsym b-hcg result of 2.32 miu/ml as <5 miu/ml. This result was questioned by the physician. The sample was repeated with results of 4723 miu/ml, 4273 miu/ml and 5357 miu/ml (reported).